Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device display is damaged, which prevents the user from seeing what is on the display. The fse evaluated the device onsite and found the display was damaged. The fse replaced the display to resolve the issue and the device was returned to service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a damaged display. Further root cause could not be determined. The reported problem was confirmed based on the information available and results of additional analysis, no further action is necessary at this time. The display was replaced and the device was returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device display is damaged which prevents the user from seeing what is on the display. There was no reported patient impact or injury. The fse evaluated the device on site and found the display damaged. The fse replaced the display to bring the device back into full operation. The device passed testing and was returned to service. Based on the information available and the testing conducted, the cause of the reported problem was the display. The reported problem was confirmed the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device display is damaged, which prevents the user from seeing what is on the display. The fse evaluated the device onsite and replaced the display. The device passed all functional testing and was returned to service. The defective efficia dfm100 display, part number: 453564488961 and serial number: 391s06zs3a49qi009p20400 was returned to philips for failure analysis. The complaint was escalated for a technical complaint investigation. The display assembly under test was placed on the test fixture, and the fixture turned on with the therapy knob set to monitor. The unit powered up, with the display lcd showing damage. The alleged failure was recreated during failure analysis. Based on the information available and the testing conducted, the cause of the reported problem was a defective display. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device display is damaged, which prevents the user from seeing what is on the display. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.